Manufacturer narrative:
Zimmer biomet complaint number (B)(4) the following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative a tool hex sst 1.25mm 22mm (hxl1.25) was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Device history record (DHR) review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (hxl1.25) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified for hxl1.25 and is non-verifiable.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Driver was not returned.

Event description:
It was reported that implant disengaged form the driver during placement. Implant fell into the patient mouth. Procedure was completed using another implant.